Event description:
Related manufacturing reference number: 2017865-2023-42336. It was reported that the left ventricular lead dislodged into the right atrium. The lead was explanted but not replaced due to the patient's improved ejection fraction. During the procedure, it was noted that the atrial lead did not fit back into the implantable cardioverter defibrillator (ICD) header properly. The physician examined the atrial header and noted a small ring-like piece of metal in the port. The ICD was removed and replaced. The patient was in stable condition.